Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
During a procedure using a syntrax catheter, .018" x 150cm support catheter , the ro marker detached when the catheter was inserted into the sheath. The markerband was retained within the catheter. The procedure was completed with a different device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
Returned for evaluation was one (1) used syntrax support catheter. A visual inspection of the returned device confirmed the customer's reported complaint description of distal marker band was displaced inside the catheter lumen. There was noted stretching of the catheter shaft. The syntrax support catheter is contract manufactured by qx medical. Scar004563 and the returned complaint sample was sent to qx medical for sample evaluation/root cause determination and DHR review of the supplier lot s21k03. Per scar004563 response, the lot records, including scrap, for lot s21k03 were reviewed and provide no indication of a non-conformance in the device. A quantity of (B)(4) devices were manufactured in this lot. Lot release testing results were reviewed and found to meet requirements. The displaced marker band failure mode was recreated at qx médical with a retained unit from the same lot by purposely damaging a guidewire so it would catch on the internal marker band and then pulling/retracting it through the syntrax catheter. It took extreme force to displace the distal marker band. Although the reported complaint description is confirmed, a devfinitive root cause for this failure cannot be determined. The likely root cause of the marker band displacement for this event is the guidewire catching on the distal marker band. Qx médical did not receive the guidewire used in the procedure and thus is unable to confirm the root cause. Per the device IFU, "the catheter should only be advanced or withdrawn over a guidewire." It is unclear from the incident report if this instruction was followed as there was damage to catheter tip observed. There are manufacturing process controls in place to ensure the proper swaging of the distal marker band to the ID of the catheter tip, which include 100% visual inspection and aql sampling dimensional inspection. There is no supporting evidence to indicate the syntrax support catheter had a manufacturing non-conformance. Labeling review: the instructions for use: which is supplied to the user with the device, contains the following statement: the syntrax* support catheter is an over-the-wire (otw) single-lumen catheter with an atraumatic tapered tip. The catheter system is offered in fifteen (15) size models that are 0.014 in, 0.018 in, and 0.035 in guidewire compatible with working lengths of 65 cm, 90 cm, 135 cm, 150 cm and 180 cm. The distal catheter shaft has three (3) radiopaque markers that aid in positioning the catheter and estimating distances. The distal outer portion of the catheter has a hydrophilic coating. The proximal end of the catheter has a manifold with a female luer connection to communicate with the catheter lumen. The lumen is used to pass the catheter over the appropriate guidewire (as listed in table 1) or for infusion. The catheter guidewire size and length are printed on the strain relief. The catheter is compatible with sheaths and guiding catheters as outlined in the dfu. Warnings · the catheter should only be manipulated while observing under fluoroscopy. If resistance is encountered at any time during the insertion procedure, do not force passage or torque the catheter. Resistance may cause damage to device or vessel. Carefully withdraw the catheter. The catheter should only be advanced or withdrawn over a guidewire. Do not exceed the maximum infusion pressure of 300 psi. Precautions: preparations should be made and a trained vascular surgical team available in the event conversion to open surgery is required. Carefully inspect the package and catheter prior to use to verify no damage occurred during shipment. Do not use if the package or catheter is damaged since the sterility or integrity of the device may be compromised and thus increasing the risk of patient infection and device malfunction. · to avoid damage to hydrophilic coating, do not wipe the catheter surface with dry gauze. Do not attempt to pass the catheter through a smaller sized sheath or guiding catheter than indicated in table 1. Damage to the device may occur. Only use guidewires of the recommended diameter and length indicated in table 1. To avoid kinking and damaging the catheter, advance slowly in small increments until the proximal end of the guidewire emerges from the catheter. To avoid damage to the catheter or vessel, do not advance or withdraw the device without a guidewire in place. Do not exceed the maximum recommended infusion pressure of 300 psi. Higher pressures may cause damage to the catheter and vessels. Refer to table 2 for flow rates of the catheter. Catheter should not be advanced into a vessel having a diameter smaller than the catheter outer diameter. Damage to the device or vessel may occur. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).